Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3889-33, lot# va0ah9d, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).

Event description:
It was reported that the issue was about a surgical procedure. There were issues with regard to the ins. Out of range impedances on electrode 3 were observed while implanting ins. The lead was removed multiple times without resolution. The lead tested great with the screener box and motor responses observed between 2-3v. Additional attempts were made and then electrode 2 showed out of range. Decision was made to replace ins and after doing so resolved the electrode 2 issue but not electrode 3. The decision was not to replace the lead due to great placement. It was noted the patient will be on mbf. Additional information received noted that no fractures noted. No additional intervention needed. Patient was doing fine. It was also reported # 3 electrode > 4000 ohms when placed in header. Lead/extension/accessory - breakage was noted. There was no patient injury. The patient recovered without sequelae.